Event description:
The facility reported that during a recent procedure to remove peg tubing, the bumper portion of the peg tubing detaching and remained inside of the pt's stomach. The pt underwent an egd to remove the bumper from the stomach and a replacement peg was placed. No harm to pt occurred.

Manufacturer narrative:
The product has not been returned, so the MFR has been unable to confirm the reported complaint and determine the root cause of the bumper detachment. A review of our complaint database reveals no other reported complaints for the lot number of this product. Product trending analysis does not indicate any evidence of a systemic issue.